Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Date of event is unknown; awareness date has been used for this field. . A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd intravascular catheter the needle didn't retract and a needlestick occurred. There was no report of patient impact. The following information was provided by the initial reporter: we are having problems with the needles not retracting again. One of our team members got stuck because of this.

Manufacturer narrative:
H6: investigation summary as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Material number and batch number is unknown; reviews could not be performed.

Event description:
It was reported while using an unspecified bd intravascular catheter the needle didn't retract and a needlestick occurred. There was no report of patient impact. The following information was provided by the initial reporter: we are having problems with the needles not retracting again. One of our team members got stuck because of this.